Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had moved back approximately 4 to 5 centimeters (cm) and exhibited high pacing thresholds. Device was reprogrammed. This lv lead still remains in service. No adverse patient effects were reported.